Event description:
Additional information received indicated the patient had a silicone pump related to her body ¿rejecting the metal one that went in last year.¿ the patient "healed great this round" and had "no problems what so ever."

Event description:
Per hcp, there was no infection. The patient recovered without any other problems

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter; product ID 8590-1, lot# n333465, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an allergic reaction. The patient experienced a burning sensation at the pocket site for the past week. The patient had constant itching and burning since implant. The hcp did not believe it was an infection as the blood work looked good. They had tested the patient for the presence of an infection several times and had ruled that out. The patient's pump and catheter were explanted. Swabs were taken at explant. The pump was discarded. The patient was released from the hospital the following day. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).